Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, recurrence, dyspareunia, organ perforation and cystitis cystic. It was reported that the patient underwent mesh revision/release and cystoscopy on (B)(6) 2011. The patient underwent transvaginal removal of mesh with removal of urethral mesh, closure of the urethra and cystoscopy on (B)(6) 2011 due to stress urinary incontinence and mesh erosion into the urethra with bladder outlet obstruction. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.